Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-04631. It was reported that the patient experienced ineffective therapy after a fall in which one lead was fractured with high impedances and the other lead migrated. Surgical intervention was undertaken on (B)(6) 2023 during which the existing leads were explanted and replaced to address the issue. Therapy was restored post procedure. It is unknown which lead fractured with high impedances and which migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section d correction: the product details were updated.